Event description:
Alleges chronic fatigue, sleep disorder, headaches, mitral valve prolapse, peripheral neuropathy, joint pain, raynaud's phenomena, memory loss, concentration disorder, gel bleed, and gel migration.